Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. Based on the evaluation it was found that the tear at the upper sac collar of the catheter allowed the water to leak out. The tear was evaluated under microscope and noted to be harsh. How and when the event was occurred could not be determined. A potential root cause for this failure mode could be due to poor in-fill at the sac collar leading to possible burst balloon (blown sac) and a pin hole on the sac- may lead to premature deflation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon was unable to inflate. The patient has been discharged. Per notification received from the investigator via email on 16jan2021, based on the evaluation performed, the tear was observed at the sac collar.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was unable to inflate. The patient has been discharged.